Event description:
In 2009, the pt reported that he lost his infusion device while at work and his blood glucose elevated to 498 mg/dl and he was very thirsty. His target blood glucose level is 100-130 mg/dl. He stated that his infusion site was still attached to his abdomen along with 1 foot of "very thin tubing" but the luer lock was missing from the infusion tubing along with the infusion device. He switched to his backup infusion device. The next day, the pt reported that he found his infusion device in his car. He stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.